Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that the distal tip of the guide wire separated and remains inside the patient's right coronary artery. The patient has three vessel disease with severe vessel calcification. The physician inserted the guide wire into the patient and advanced it forward through the first lesion site without any issue. The physician continued to advance the guide wire forward and the wire became prolapsed over upon itself. The physician attempted to pull back on the guide wire; however, the distal tip became lodged inside the vessel wall. The physician attempted to remove the guide wire and pulled back and the distal tip of the wire separated and remained inside the vessel wall. The decision was made to leave the distal tip inside the patient's right coronary artery. The physician then inserted stents and deployed them over the separated distal tip embedding it into the vessel wall of the right coronary artery. The patient is reported to be fine.